Event description:
It was reported that the patient was seen by a cardiologist who noted the patient had a widened qrs complex and believed this was related to the vns. The patient's device was disabled at the time of the visit due to high impedance found on the lead. The high impedance is reported on MFR. Report # 1644487-2018-0031. No additional or relevant information has been received to date.